Manufacturer narrative:
Findings: unit alarmed button error followed by intermittent buttons due to corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unit passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit received with cracked case at lcd window corners. Unit received with missing end cap sticker.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error after the device was exposed to moisture. The customer stated that the device was in their bra while they were playing with kids outdoors when the incident occurred. The patient's blood glucose level was 417 mg/dl at the time of the call. The customer did not mention any form of treatment for their blood glucose levels. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.